Manufacturer narrative:
(B)(4). Eval, results: (endoleak). Conclusion: (disease progression).

Event description:
This event was reported at an industry presentation. An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm on an unk date with an unk model at an unk hospital (ref. MFR # 2953200-2011-00657). Vessel morphology is unk. The pt was reported to be lost to f/u. The pt presented with abdominal and back pain (date unk) and an endoleak was found on CT. Two days later, the film was sent to an md for endovascular review, and he noted that he believed it was a type iii separation endoleak and suggested immediate action. The staff waited another day and the pt expired. Autopsy confirmed the type iii endoleak separation, and it was reported that the pt died of a ruptured abdominal aortic aneurysm. No add'l clinical sequelae were reported.